Event description:
It was reported to philips that the device cannot turn on. The device was in clinical use at the time of the reported issue, however there was no reported adverse event to the patient or user.